Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of overheating was not confirmed. Device was not received in a condition where the temperature test could be run. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. The device was used in surgery. There were no user or pt injuries. The date of the event is unk. There was no add'l info provided.